Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that while flushing an IV line fluid leaked from the 0.2-micron filter during an infusion of dextrose 10% or total parenteral nutrition. There was no report of patient harm.